Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy electrodes. There was no alleged device malfunction contributing to the irritation. The patient's primary physician advised the patient to use hydrocortisone cream and remove the lifevest to allow the skin to heal. Follow up indicated that the cream helped the skin irritation to improve.